Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600+ mg/dl. The customer treated with insulin shot. The customer stated that he went to sleep and his blood glucose was 346 mg/dl. The customer was advised to call back to troubleshoot. The product was not returned for analysis.